Manufacturer narrative:
H10: the lot number was provided for the reported malfunction; therefore, a lot history review was performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A review of the reported information indicates that model ec500f vena cava filter allegedly experienced difficult to remove. The information was received from a single source. This malfunction involved one patient with no patient consequences. The 65 year old male patient weighs 375 lbs.

Event description:
A review of the reported information indicates that model ec500f vena cava filter allegedly experienced difficult to remove. The information was received from a single source. This malfunction involved one patient with no patient consequences. The (B)(6) male patient was (B)(6).